Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Dbm putty was implanted into a patient 3 days after its expiration date. The patient is being monitored, however no impacts have been reported.

Manufacturer narrative:
UDI number: (B)(4). Additional information in ethnicity, UDI number, device evaluated by MFR and device manufacture date, method, results, and conclusions codes. The dbm putty was not returned as it remains implanted in the patient. Without a product return, no product evaluation is able to be conducted. A review of the DHR did not find any issues which would have contributed to this event, however, the DHR does indicate that the expiration date was prior to the reported implantation date. Though this is the case, the packaging shelf life of the implant was validated up to three years so there is no additional risk to the patient as the device was used a few days after the expiration date.

Event description:
Dbm putty was implanted into a patient 3 days after its expiration date. The patient is being monitored, however no impacts have been reported.